Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The lens tore upon insertion into the eye. Lens was removed with no pt injury. The incision was not enlarged and no suture needed. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4): eval method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).